Event description:
It was reported that pump experienced malfunction alarm that displayed malfunction code 16, during which customer¿s blood glucose was reported as "high" but exact value was unknown. Customer gave manual correction insulin injection and did not require help from emergency services or other third parties. Customer was advised to contact healthcare provider for backup therapy plan, while technical support arranged warranty replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within specified time using provided materials, and informed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.